Manufacturer narrative:
This report is submitted on (B)(6) 2017. (B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site and was subsequently treated with topical and oral antibiotics (date and duration not reported).